Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of (B)(6) (importer). Manufacturers ref# (B)(4). Name and address for importer site: (B)(6). Registration no.: (B)(4). Summary of investigational findings: investigation is based on event description and image review. It was reported that the filter deployed successfully from femoral approach, but tilted when the post-venogram was shot. Filter still in situ, as patient elected to have it placed permanently. On the images submitted it appears that the gunther tulip ivc filter was deployed in the expected location of the infrarenal ivc without evidence of significant tilt relative to the bony landmarks. None of the images submitted contained a venogram outlining the ivc anatomy. The final image demonstrates interval development of a 23° rightward tilt relative to the posterior spinous processes. There are several potential explanations for this filter tilt in the immediate post deployment timeframe, unfortunately, without additional clinical information regarding the procedure and/or additional images, these cannot be confirmed. The 2 most probable explanations have to do with the position of the sheath on the post deployment venogram. Although not described in the complaint report, when the post deployment venogram was performed, the sheath may have pushed the left filter legs cranially resulting in the rightward tilt. After the deployment of the ivc filter, and just prior to the venogram and reported spontaneous tilting of the ivc filter, the sheath appears to about the left lateral most primary filter feet on the two-dimensional projection. If the deploying physician inadvertently pushed up on the sheath during the venogram, this would have displaced the left sided feet cranially, resulting in the tilt. This second component of this scenario may have occurred, even if the deploying physician did not inadvertently physically push the ivc filter feet with the sheath. If a power injection of more than 1000psi and flow rate of more than 20ml/sec was performed through the sheath, this may have resulted in a momentary displacement of the left lateral wall from the ivc filter feet, combined with the rapid flow of contrast against the filter feet, may have resulted in the left lateral feet being displaced cranially causing the rightward tilt. These potential explanations could have been avoided if the sheath was either positioned more caudally, or if the venogram was performed via the introducer dilator. Unfortunately, in this configuration, there is some evidence that the filter will not perform to the same capacity as if the cone was centered in the ivc filter and is considered to be a significant tilt. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. There is no evidence to suggest that this tulip filter was not manufactured according to specifications and nothing indicates that it did not perform as intended. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref (B)(4). E3) occupation: non-healthcare professional g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Investigation is still in progress.

Event description:
Description of event according to initial reporter: "we deployed the filter from the femoral approach. It deployed successfully - however, when the doctor shot the post-venogram after placement, the filter tilted." Additional information received on 11/20/2018: dm reported that the doctor will not be removing the filter as the patient elected to have it placed permanently. Device is still in patient. Patient outcome: no adverse effects reported on this patient due to this occurence.